Manufacturer narrative:
A product development evaluation was completed: article 04.027.055s was returned still attached to the implant insertion instrument (356.823). One of the blades was notched and broken at the tip. The implant surface was scratched and there is evidence the blade was inserted in the patient. Evaluation of the returned implant (04.027.055s) does not provide enough evidence to conclude why the implant malfunctioned. Additionally the technique guide was not explicitly followed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on; (B)(6) 2014 a long (B)(4) ((B)(4) proximal femoral nail) was used for a femoral subtrochanteric fracture case. During drilling, the reamer interfered with the guide wire and broke off from the root. The blade was inserted without the guide wire. Checked by the image, the blade was not seated in the optimum position. The surgeon tried to extract the blade, but could not. The blade was finally extracted by removing the whole device. The blade and the impactor got stuck and could not be separated. Eventually another size blade was inserted using an extraction screw. It was also reported that there was a two hour surgical delay. This report is 3 of 4 complaint (B)(4).

Manufacturer narrative:
Device use for treatment, not diagnosis. Additional product code for this report includes; hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.